Event description:
The manufacturer received information alleging a ventilator's volume delivery was low. There was no harm or injury reported. The device has yet to be received by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's volume delivery was low. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's piston ring was replaced to address the issue.